Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, rupture, crease/folding of implant, visibility/palpability.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product". As per operative notes, healthcare professional later reported rupture, contour irregularities in mammography, palpable breast implant fold and recalled textured implant. Healthcare professional also reported breast shape asymmetry, partial sagging, breast size asymmetry, mammary fold asymmetry which are not considered complaint against the device. Patient undergone partial capsulectomy. The device has been explanted, replaced, and discarded.